Event description:
The reporter stated the surgeon implanted a (B)(4) collamer aspheric single piece lens on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to a refractive error. The lens was cut into pieces to remove from the patient's eye with no injury, no enlarged incision or sutures. A 12.5 diopter lens was implanted. The reporter stated the event was due to a calculation error and was not lens related.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens event problem: patient: surgical procedure, secondary surgery, (B)(4) (refractive error). Device: (B)(4) explanted. (B)(4) lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found the lens optic and both haptics torn, with a piece torn off and missing from one haptic. The lens was returned in liquid. Medical review - review of this file indicates that the surgeon initially implanted a 12.5d lens then exchanged it with a 22.5d 3 days after implantation due to a refractive surprise. The 10d difference was due to a miscalculation and not due to the device itself. The adverse event was due to a user error. (B)(4).